Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and the right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis, gore® viabahn® vbx balloon expandable endoprosthesis and an epic¿ self-expanding nitinol stent system (boston scientific corporation). The right internal iliac artery was plug-embolized, and all devices were successfully implanted. The patient tolerated the procedure. It was reported that the patient presented renal function degeneracy post-procedure and a reintervention was performed on (B)(6) 2024. It was found that aortic extender endoprosthesis (pla260300j), the device implanted most proximally. Was covering the right renal artery. A stent was implanted to the right renal artery to restore the blood flow. The patient tolerated the procedure. Reportedly, the vessel coverage occurred during the initial procedure when the pla260300j was deployed, however, was not detected at intraoperative angiography. On (B)(6) 2024, deterioration of the left renal flow was confirmed. A reintervention was performed and a non-gore stent was implanted to the left renal artery to restore the flow. The patient tolerated the procedure. Reportedly, the pla260300j seemed to have also covered the left renal artery when it was deployed during the initial procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® excluder® aaa endoprosthesis instruction for use (IFU), for the appropriate region and time-period, was reviewed, and the below statements were identified as having a relation to the reported complaint: loosen the deployment knob to release the lock. Confirm the final position of the endoprosthesis. Deploy the aortic extender by using a continuous pull of the knob to release the aortic extender. Deployment starts from the distal (i.e. Iliac artery) side and proceeds to the proximal (i.e. Aorta) side. Pull the deployment knob and deployment line out of the delivery catheter arm. -be sure that the endoprosthesis does not cover crucial bifurcations such as the renal or mesenteric arteries. Otherwise, vascular occlusion may occur. -other device defects including but not limited to: improper component placement -adverse events including but not limited to: renal arterial occlusion and renal insufficiency. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.